Event description:
The device was used during a laparoscopic bilateral salpingo-oopherectomy. It was reported the tsw35 fired once without difficulty. On the second firing, half of the staples line fired on both sides, the distal half only fired on the pt side and not on the specimen side. A third firing was without incident. Rep returning device and all three cartridges. There was no consequence to the pt. The cartridge batch numbers are for the good firings: j00m0r & k00v9h; for the misfire-k00w7g.